Event description:
It was reported that the battery voltage had fluctuations from follow-up to follow-up. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage had fluctuations from follow-up to follow-up. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B) (6) 2010, the battery voltage with telemetry was 2.72v, and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B)(6) 2010, the battery voltage with telemetry was 2.72v, and the daily measurement was 2.93v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.